Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on (B)(6) 2017 the patient experienced a low blood glucose (bg) of 1.5 mmol/l. There were no reported signs or symptoms of hypoglycemia. The reporter stated that the cgm (continuous glucose monitoring) trend graph data had not been provided for 24 hours. The reporter noted that the patient has very poor detection of bg levels and relies heavily on cgm. There was no allegation regarding any issue with the pump¿s insulin delivery. The patient was reportedly on multiple medications at the time of the alleged bg excursions. The owner's booklet instructs the user not to solely use continuous glucose monitoring technology when making dosing decisions. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with the sensor not providing cgm trend graph data, which use error as a contributing factor.